Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt arrived into the ER with the white cable from the system controller smoking and very hot. Subsequently, the pt was successfully switched to a back-up system controller.

Manufacturer narrative:
The reported event of the white cable from system controller smoking and hot to touch was confirmed during analysis. The eval of the returned system controller revealed a broken white strain relief at the housing site. During eval, the returned system controller was connected to the power module pt cable, a test power module and system monitor. The controller was alarming with a red heart alarm and the white power cable overheated as reported. The system controller was then disconnected from the test set-up and the suspect white power cable was replaced with a known good cable. The system controller was then connected to the system and now retrieved the data log file successfully. The log file was filled by events where the controller was trying to start the pump. The compromised white power cable was measured from the esd connector to the pt cable connector and several inner wires were shorted to the ground. When the cable was stripped at power, the connector end noted several burned inner wires (including v+ and rsoc lines). A review of the device history records revealed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The manufacturer is closing its file on this event.